Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter tip would not hold water and busted. A piece was struck in the patients bladder and needs to have an alligator clamp to pull it out.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be for this failure mode could be user related (example: contact with sharp object/ exposure to petrolatum based products mechanical failure/operator error). The lot number was unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family was unknown, the foley catheter ifus were found to be adequate based on past reviews. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter tip would not hold water and busted. A piece was struck in the patients bladder and needs to have an alligator clamp to pull it out. Per follow-up call on (B)(6)2021, the foley catheter had to be pulled out of bladder via alligator clamp. The doctor threw away the foley catheter.